Manufacturer narrative:
(B)(4). Instrument b: (B)(4), exp date: 11/09/2016; MFR date: 12/09/2011. The analysis found that one ec60a device (a) was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly and no abnormal noise was noted during testing. The analysis found that one ec60a device (b) was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly and no abnormal noise was noted during testing.

Event description:
It was reported that during a lap hepatectomy, an unexpected noise was heard while closing in the one of the devices. In the other device, it was locked out. The operation was converted to open. The cartridge was blue. Reinforcement material was not used. Other devices were used to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional follow-up: in the first device, an unexpected noise (rasping sound) was heard while locking on the tissue before 1st firing. So the doctor pushed release button and stopped using the first device. The first device was not fired on the patient. The target tissue was not thick. Next, the second device was locked out at 1st firing. No difficulties in closing the device. The device did not cut the target tissue at all and no staples were deployed. The operation was finished using the third device. What tissue was being fired on? --- not specified. Acc. To the rep liver parenchyma and hepatic artery/hepatic vein. What was the cause for the conversion to open? --- we confirmed to the rep. To be exact, small incision was created ahead of scheduled time due to this event. Small incision was scheduled in advance to retrieve the cut liver parenchyma. The reason why small incision was created ahead of scheduled time was field of operation view was not good, not due to device function. Are any of the reloads returning? --- no. Were there any changes in the patients postoperative course? --- no, we heard it was in scheduled. Was the device locked on tissue? --- yes. Refer the above. Did the device deploy any staples or cut line? --- no. What was the staple formation? --- staples were not deployed at all. Patients preexisting conditions? --- unk. Patients age, sex and weight? --- unk. How is the patient currently? --- no detailed information, but we don't heard the condition was not good. Is the patient expected to make a full recovery? --- yes. How long has the surgeon been using the device? --- around (B)(4) 2010 (we had started to sell in the end of (B)(4) 2010 in japan). Was the device fired over or near any clips or other hard objects? --- unk." First device; the device was locked on tissue. It was removed by pushing release button. Second device; the device was locked on tissue. There's no detailed information how the device was removed.